Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2 bd vacutainer® k2e 10.8mg plus blood collection tubes foreign matter was discovered in gel and tube. The following information was provided by the initial reporter, translated from (B)(6) to english: the following issues were found in tubes (365900) from lot 0094580: fm in gel ×1, dirty tube x1.

Manufacturer narrative:
Investigation summary: bd received 2 samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm- ink smear and additive abnormality with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality and fm- ink smear with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with 2 bd vacutainer® k2e 10.8mg plus blood collection tubes foreign matter was discovered in gel and tube. The following information was provided by the initial reporter, translated from japanese to english: the following issues were found in tubes (365900) from lot 0094580: fm in gel ×1. Dirty tube x1.